Event description:
On (B)(4) 2013, a report was received from the director of sales and marketing at our (B)(4) distributor informing us that "we have had another incident with the tabs on the neobars separating." He had been informed of the incident on (B)(4) 2013 during a discussion with the manager of respiratory therapy at the facility where the incident took place. Our company sent the distributor a questionnaire to complete, along with a request for more information regarding the incident. On (B)(4) 2013, we received an email from the distributor which included further details regarding the incident and, as an attachment, a completed "customer complaint form" used by the distributor. The distributor's description of the incident stated that "they had an issue with the tab separation of the neobar that they were using. The separation caused the patient to extubate..." The facility reported that the patient required reintubation. No further information is known about the patient or the patient's condition. We have requested additional information.

Manufacturer narrative:
Reviews of the device history records and manufacturing records were conducted for neobars sold during the same time as the suspect device. The actual device involved in the complaint was not returned to the manufacturer and its whereabouts are unknown. No further investigation was performed, as this is a known issue with this device. Due to concerns of neobars dislodging from the adhesive tabs, the manufacturing of all neobars has since changed to include a welding procedure and no reports of tab separation have been reported to this day since the implementation of this procedure. A request for further information regarding the incident has been sent to the distributor. A supplemental report will be submitted should any further information become available.